Event description:
Device 4 of 4. Reference MFR. Report#: 1627487-2019-03921. Reference MFR. Report#: 1627487-2019-03922. Reference MFR. Report#: 3006705815-2019-01149.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 4 of 4: reference MFR. Report#: 1627487-2019-03921, reference MFR. Report#: 1627487-2019-03922, reference MFR. Report#: 3006705815-2019-01149. It was reported the patient experienced multiple falls and a hematoma located at the ankle. In turn, the patient needed an MRI for diagnosis, however the patient controller was not able to program the ipg to MRI mode due to low impedances discovered on contacts 15 and 16. Consequently, the patient underwent surgical intervention on (B)(6) 2018 wherein both leads were explanted and replaced. During the procedure, it was discovered that the left anchor was fractured. As a result, both patient¿s anchors were explanted and replaced. Effective therapy was restored post procedure.